Event description:
It was reported that a 29mm portico valves was selected for an implant on july 28, 2022. The calcifications were severe above the annular plane and no protrusion beneath the annular plane. The patient was pre-dilated with an 18mm unknown manufacturer balloon. Implantation of the device failed due to difficulties to get a fully opened stent frame; the portico was not optimally opened despite a few attempts. The physician performed a second pre-dilation with a larger unknown sized unknown manufacturer balloon. The portico was retrieved from the patient and the flexnav delivery catheter was to be exchanged. Before reloading the portico into the new flexnav delivery catheter, the device was inspected and thrombus was observed despite rinsing the valve. Heparin was administered with act at 355. The patient has no history of hematologic disorders or systemic illness that could contribute to a hypercoagulability. A new 29mm portico valve was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported event of the valve not optimally opened and thrombus formation was reported. A blood-like substance was entangled with the stent. The investigation confirmed the valve met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined.